Manufacturer narrative:
Date of device manufacture year is 1999. The month of manufacture was unavailable at time of MDR filing.? The biomedical engineer troubleshot this reported complaint with ge healthcare technical support. The inspiratory flow valve was recommended for replacement. The customer is responsible for the repair of this unit.

Event description:
The hospital reported higher than requested positive end expiratory pressure was delivered during use. There was no report of patient injury.